Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a promus element ous, mr, 3.5 x 32 mm stent delivery system was returned. A visual examination of the crimped stent showed stent struts damaged. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to advance the device through the tortuous and stenosed lad (left anterior descending) lesion. The stent od (outer diameter) of the undamaged section was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon wings showed that the folds were tightly wrapped and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24may2017. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the right radial artery. The >80% critically stenosed, de novo target lesion was located in the severely tortuous left anterior descending (lad) artery. After a choice floppy guidewire crossed the lesion and predilated with 2.5 x 15 and 3 x 15 non bsc balloon catheter, a 3.50 x 32 mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion; moreover, the shaft got kinked. Hence, the device was removed from the patient's body and the physician proceeded with medical management. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.